Event description:
It was reported that the patient with this pacemaker had exhibited infection. A revision was performed, and the pacemaker was explanted, while the right ventricular (rv) lead and right atrial (ra) lead remained in service. Other than the surgical procedure and infection, no additional adverse patient effects were reported. This pacemaker was returned for analysis.

Event description:
It was reported that the patient with this pacemaker had exhibited infection. A revision was performed, and the pacemaker was explanted, while the right ventricular (rv) lead and right atrial (ra) lead remained in service. Other than the surgical procedure and infection, no additional adverse patient effects were reported. This pacemaker was returned for analysis. The "known inherent risk" conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.